Event description:
It was reported that pump charging port was damaged and loose. There was no reported impact to the customer¿s blood glucose level. Customer declined further contact with technical support, and no additional information was received regarding the outcome of the event.